Event description:
It was reported that a patient had their spinal cord stimulation (scs) trial implanted 4 days ago. The patient had a lot of pain in their hip. It was reported that the patient had this pain before the trial and then it went away for a little bit but the patient was not sure if it went away due to the anesthesia or not. Then the weather turned very cold and the patient had really bad arthritis before the trial and also had an infection in the bursa like a bursitis. It was reported that the patient thought they had this infection again right now or because it was extremely cold because the patient was in a lot of pain. About 1 or 2 days ago, more like 1, the patient was experiencing a lot of pain. It was reported that the patient had pain down their leg which they didn¿t have at the time of report but did have pain in their buttocks, hip, and groin area. It was noted that the patient had a follow up appointment with their health care provider (hcp) in 2 days. The patient was redirected to their hcp.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. (B)(4).